Manufacturer narrative:
The reported events of high defibrillation impedance, sensing noise and fracture were not confirmed. As received, a complete lead was returned in four pieces. Electrical testing did not find any indication of conductor fractures. The shorting found between inner coil and the ring electrode cable at the connector portion was due to procedural damage. The lead impedance could not be tested due to condition of the lead as received. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
Correction: b5 to specify that the rv lead was explanted: d6b to report explant date of (B)(6) 2021.

Event description:
It was reported that a asymptomatic patient presented remotely via merlin.net. Review of the transmission, revealed a non-sustained right ventricular oversensing (nsrvo) alert for sensing noise, and that the right ventricular (rv) lead exhibited high defibrillation impedance. Patient was brought into the clinic, and noise was able to be reproduced. The physician suspected a possible rv lead fracture an a pin header connection issue. The physician opted to explant the rv lead. The patient was in stable condition. Further information was requested but not received.

Event description:
It was reported that a asymptomatic patient presented remotely via merlin.net. Review of the transmission, revealed a non-sustained right ventricular oversensing (nsrvo) alert for sensing noise, and that the right ventricular (rv) lead exhibited high defibrillation impedance. Patient was brought into the clinic, and noise was able to be reproduced. The physician suspected a possible rv lead fracture an a pin header connection issue. The physician opted to replace the rv lead. The patient was in stable condition. Further information was requested but not received.